Event description:
Customer contacted our servicing hotline requesting servicing for 2 machines and then proceeded to report another machine that was sequestered due to patient treatment event where the patient coded during treatment and was hospitalized, subsequently reporting the patient passed away. Customer declined to share any additional information due to company policy and procedures. The facility administrator stated that they do not believe our machine caused or contributed to the event.